Manufacturer narrative:
(B)(4). The device was not returned for analysis and the serial number was unknown; therefore, no evaluation could be performed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was reported to be due to a cardiac arrest. Dianeal and extraneal therapies were ongoing until the time of death. It is unknown if the patient was using the cycler at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.